Event description:
It was reported that during follow-up in clinic, the patient presented with post-paced t-wave oversensing on the ventricular channel of their implantable cardioverter defibrillator. Programming changes were made to address the issue. There were no patient consequences.